Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Maude report #mw5070881. Additional information was requested and the following was obtained: it was reported that the second device utilized ¿would not seal properly.¿ please clarify this information. The integrity of the staple line was not achieved. The staple line was not fully secured because several of the staples did not actually staple. Were there staples missing from the staple line? Yes. What was the shape of the deployed staples (b-formation, irregular, legs straight)? The secure staples which were visualized, were b shaped. The others were not fully closed. Did the device staple and cut as intended, however the patient tissue did not hold together? Not quite. The integrity of the staple line was not maintained.

Event description:
It was reported that during a laparotomy, left hemicolectomy, the device would not seal properly. The procedure was completed with a like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p55w30. The analysis results showed that the cs40b device (b) was received with no apparent damage and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.